Event description:
It was reported that a smiths medical cadd pump had a leak from the tubing that was being utilized by one of our patients. Our pharmacist, spoke with on-call nurse regarding the situation. We are unsure of what to do with the pump itself, as it was likely contaminated with chemo. Additionally, the leak came from a piece on the cadd pump tubing that is not manipulated by the pharmacy or nursing staff. This leads me to believe that the tubing was compromised. No further information available. No adverse patient effects were reported.